Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure wires"), pelvic pain ("pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy (termination)") and abortion spontaneous ("spontaneous abortion") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 3 (B)(6)2000, (B)(6)2004, (B)(6)2008), vaginitis, ovarian cyst, breast mass, bladder infection, amenorrhea, flank pain, d & c, caesarean section, anemia, uterine leiomyoma, gastroesophageal reflux disease, uterine fibroids, gallbladder pain, cholelithiasis, blood transfusion and paratubal cyst. On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"), 1 month 27 days after insertion of essure. On (B)(6)2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6)2018, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, weight increased and uterine leiomyoma outcome was unknown and the pelvic pain and abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 220 lbs. She did not allege that essure caused birth defects. Mr- on (B)(6)2013- single live intrauterine with an estimated gestational age of 6 weeks 5 days , took home pregnancy test this morning positive, spontaneous abortion, previously noted gestational sac with yolk sac and fetal pole are no longer identified (discrepancy in dates between pfs and mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Ultrasound scan vagina - on (B)(6)2013: noted in place. Concerning the injuries reported in this case, the following one was reported from patient medical record - device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs and mr received- events "abnormal bleeding (vaginal), pregnancy (termination), device ineffective, weight gain, fibroids, abdominal pain,spontaneous abortion,migration of essure wires, lab data, medical history added. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent surgery for removal of essure). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent surgery for removal of essure). Essure was removed in january 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.